Manufacturer narrative:
We have contacted the user facility to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has rec'd to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.

Event description:
Surgeon reported to the company representative: in (B) (6) 2009 - pt underwent lap ventral hernia repair with mesh implant. The mesh was fixated with a combination of another MFR's tacking device and hand sewn sutures. On (B) (6) 2009 - 2-3 days after the implant, the pt became hypoxic and needed to be transferred to the ICU. The surgeon suspected a bowel injury due to the extensive dissection performed. The pt was taken back to the o.r. And noted the mesh had "fallen apart" and appeared to have "melted", exposing some of the tacks leading to bowel injury. The pt is slowly recovering.